Event description:
The distributor contacted animas on (B)(6) 2013 alleging lines on the display screen. No further information is available. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display screen defect remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 08/21/2012 device evaluation:the pump has been returned and evaluated by product analysis on 07/25/2012with the following findings:the powered the pump on and the display was found to be clear and legible. No lines in the display were noted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.